Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10, h11. Corrected section: h6 - device code changed from smoking to environmental particulates trackwise # (B)(4). The lot # 25155911 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 19mar2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and blood and tissue was observed on the jaws. Specks of blood was also observed on the handle. There were no visual defects observed on either the heater wire or both the clear silicone insulation on the jaws. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use (cv000008979). A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. There was no smoke observed coming from the harvesting handle near the toggle switch. Based on the condition of the device as returned and the results of the investigation, the reported failure ¿environmental particulates¿, is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during branch ligation, a large amount of smoke started to develop when the bisector was being used and the smoke would not evacuate as it normally did. The device was removed from the leg to make sure that nothing, i.e. Tissue, was stuck in the jaw to cause this amount of smoke. Nothing noticeable was found and the smoke immediately occurred again when the device was reinserted and activated. Therefore, it was felt that the device was no longer safe to use and it was removed from the surgical field. A new hemopro 2 kit was opened and the case was finished with no further issues. No adverse events occurred due to this defect.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during branch ligation, a large amount of smoke started to develop when the bisector was being used and the smoke would not evacuate as it normally did. The device was removed from the leg to make sure that nothing, i.e. Tissue, was stuck in the jaw to cause this amount of smoke. Nothing noticeable was found and the smoke immediately occurred again when the device was reinserted and activated. Therefore, it was felt that the device was no longer safe to use and it was removed from the surgical field. A new hemopro 2 kit was opened and the case was finished with no further issues. No adverse events occurred due to this defect.